Event description:
Device returned to MFR for analysis with report of "removed secondary to pump pocket erosion, suspected infection, no organisms grew." Repeated requests for add'l info about this event have been unanswered. A supplemental medwatch report will be filed if add'l info becomes available.